Event description:
It is reported that the pt was revised due to pain from possible impingement.

Manufacturer narrative:
Eval summary: the item number of a durasul liner was reported within the complaint; however, the screws and shell involved were not reported. X-rays were not submitted with the complaint. An exact cause of failure cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.